Manufacturer narrative:
As per manufacturer's subsidiary, after the epgs calibrated successfully the roller pump was activated but a "gas system: knob adjust only" error message was displayed on the central control monitor (ccm). A second calibration successfully passed and then a "gas system warming up" error message was displayed. The hose connections were checked and no gas leaks were heard.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) had a gas calibration failure. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the manufacturer's subsidiary, the electronic patient gas system (epgs) oxygen (o2) sensor was last changed march 21, 2018 and the flow sensor was changed december 16, 2016. Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the electronic patient gas system (epgs) to fail calibration due to a defective flowmeter cable. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.